Manufacturer narrative:
(B)(4). Literature citation: v, heideck, et al. Intervertebral disc replacement for cervical degenerative disease - clinical results and functional outcome at two years in patients implanted with the bryan cervical disk prosthesis. Acta neurochirugica (2008)150:453-459. A review of the device records is not possible without add'l device info. Neither the device nor (test results or imaging films) were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patients underwent a standard anterior cervical discectomy and a cervical disc prosthesis was implanted in the affected level(s). Five patients had loss of function (range of motion less than 3 degrees) with advanced heterotopic ossification. There were no implant dislocations or migrations. A good or excellent neurological outcome was noted in all patients.